Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The crown is showing impactions due to tightening with a spinal rod. The deformations are asymmetrical, consistent with the transmission of flexural loads through the connection. The serrated portion of the bone screw is showing impaction due to tightening with a spinal rod when the mas joint is at maximum angulation. The bone screw is broken at 10 mm from the neck. The fracture appearance is of metal fatigue type, with visible lines of rest propagating across the section. The geometry of the fracture allows identification of the starting point and the direction of propagation across the section. No defect was found at the level of the starting point and over the section. The bone screw returned was found broken at the level of the bone thread. No defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw when the mas joint is at maximum angulation.

Event description:
It was reported that the lumbar screw is broken. No further information is known at this time.